Manufacturer narrative:
Returned for evaluation is a plastic port with attachable 6.6 fr open-ended catheter. The cath-lock is not present. The catheter tubing is damaged at the port stem, exposing the stem tip, but is still connected. The tubing is nicked and torn. There is blood residue on the tubing exterior at the damaged area. The distal tip of the catheter has been cut diagonally, distal to the 4cm depth mark. This is commonly done by the user to identify the distal tip. The overall length of the port/catheter assembly is 8.75". The catheter is connected and gouges on the hard plastic exterior of the port, with grip marks from a serrated jawed instrument on the base perimeter. There are several needle stick marks in the silicone septum. There are tiny protrusions near the center of the underside of the hard plastic bottom, outlined with blood resideue. The port reservoir is darkened with blood residue. The damaged catheter tubing is viewed under magnification. The tubing has been nicked and torn. There are impressions from the cath-lock and from a serrated jawed gripping device, such as hemostats. Since no subcutaneous breakage or leakage is indicated by the user, most of the damage probably occurred after explantation when the cath-lock was retracted from the port stem. This is intended to be a semi-permanent connection. The port assembly is accessed and flushed with a 22 ga non-coring needle attached to a 12 cc syringe filled with water. Water leaks from three protrusions in the port base. With finger pressure applied to these holes, the port lumen is verified to be patent as water exits teh stem opening. The needle is then inserted into the opening of the distal tip of the catheter. Water is flushed back through the tear at the stem, verifying catheter lumen patency. Under magnification, the holes appear to be tiny eruptions in the plastic from the inside of the reservoir. The holes are semi-circular in shape. These outward protrusions are typical of needle damage. When excessive force is used, the needle tip can be forced through the hard plastic base. A force of 25 pounds or greater is required to perforate the reservoir wall. This is much greater than the 1 to 2 pounds force required to pierce the silicone septum.

Event description:
After the port was implanted, the needle pierced the "membrane" and the plastic base of the port. Bleeding followed, and the port was removed.